Event description:
The customer experienced an ongoing issue with wbc results on multiple patients while using the cell-dyn sapphire analyzer. Data was only provided for one sample (wbc 0.011 k/ul repeat 5.62 k/ul) and no abnormal results were reported out of the laboratory. No further patient details were provided. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative visited the customer site and replaced the aspiration module y-motion assembly and the sample cup assembly and resolved the customer issue. No product deficiency was identified for the cell-dyn sapphire, the aspiration module y-motion assembly, and the sample cup assembly. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire system operator's manual contains information to address the customer's current issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).